Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents reported from this lot. The investigation determined the reported difficulties were likely due to operational context. It is likely that the guide wire being used was damaged or kinked causing reduced clearance between the guide wire and guide wire lumen of the absolute pro. Continued movement with the absolute pro against resistance likely caused the stent to prematurely deploy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a percutaneous intervention treating the external iliac. Before entering into the patient's anatomy, the absolute pro stent delivery system (sds) advanced over a guide wire. Reportedly, following insertion, resistance was felt while advancing the sds over the guide wire. Once at the sheath and before entering the anatomy, the stent had prematurely deployed as stent flowering was observed. The device was easily removed and a non-abbott device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.